Manufacturer narrative:
(B)(6). Concomitant products: zimmer nexgen bearings, cat#: unknown, lot#: unknown. Zimmer nexgen femoral component, cat#: unknown, lot#: unknown. Zimmer nexgen patella, cat#: unknown, lot#: unknown. Zimmer nexgen tibial tray, cat#: unknown, lot#: unknown. Maiken stilling, frank madsen, anders odgaard, lone rømer, niels trolle andersen, ole rahbek and kjeld søballe (2011) superior fixation of pegged trabecular metal over screw-fixed pegged porous titanium fiber mesh, acta orthopaedica, 82:2, 177-186. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04096, 0001822565-2017-04098, 0001822565-2017-04100, 0001822565-2017-04103. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It was reported in a journal article that there was one (1) case of joint bleeding, which was treated non-operatively. No further information has been provided.